Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the facility had an issue where there was a clot that formed on the inside of the cassette/disc. Northing came out of the cassette and the clot was not able to be broken apart so no prp was expelled from he machine although the screen showed that it had output 13cc's. This was a whole blood draw for a prp injection on (B)(6) 2020. Once the issue was noted and they weren't able to get the cassette out, the atc cut the tubing and put the machine in a red biohazard bag. The cassette was left locked in the separation chamber for days. Upon inspection (B)(6) 2020, the clot must have loosened and blood was all over the inside of the separation chamber and had leaked out the back of the machine onto the cord. They cleaned as much of the blood up as possible, but there remains some dried blood in the machine that cannot be reached. They bagged the machine again. The facility disclosed they had a similar issue in (B)(6) 2020, but were able to release the clot in the cassette. No specific details are known for the october incident. Additional information obtained 12/14/20: the processing set that was used was abs-10063. In both this case and the mentioned prior case the lot number was 2020040014.